Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock for supraventricular tachycardia (svt) with a slightly different qrs morphology from the patient's sinus rhythm. During the episode, there was no oversensing, all the qrs complexes were counted only once. Boston scientific technical services provided troubleshooting options to the field, and the s-ICD remains in service. No adverse patient effects were reported.